Manufacturer narrative:
Correction MDR supplemental for annex a code. DHR was reviewed and no abnormality was reported. Based on the representative vps sample, it passed the visual inspection and luer cone inspection. No abnormality was observed. The returned representative sample was able to connect with three way stopcock properly. As the disconnection was not observed from on the returned representative sample, the customer experience cannot be determined. Therefore, the root cause could not be determined. Complaint trend would be monitored and complaint will be reopened if actual sample is returned.

Event description:
The 'low pressure three-way tube c/tenuta 7bar lipid resistant ref.adr33" have an ineffective screwing system with easy disconnection. Since the complaint is attributable to both dms involved, a second complaint is made with the supplier of the above-mentioned tap. Dm available at aouc pharmacy for verification.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 18ga 1.3mm od 45mm l had a loose connector the following information was provided by the initial reporter: the 'low pressure three-way tube c/tenuta 7bar lipid resistant ref.adr33" have an ineffective screwing system with easy disconnection. Since the complaint is attributable to both dms involved, a second complaint is made with the supplier of the above-mentioned tap. Dm available at aouc pharmacy for verification.

Event description:
The 'low pressure three-way tube c/tenuta 7bar lipid resistant ref.adr33" have an ineffective screwing system with easy disconnection. Since the complaint is attributable to both dms involved, a second complaint is made with the supplier of the above-mentioned tap. Dm available at aouc pharmacy for verification.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint trend would be monitored, and complaint will be reopened when sample is returned.

Manufacturer narrative:
DHR was reviewed and no abnormality was reported. Based on the representative vps sample, it passed the visual inspection and luer cone inspection. No abnormality was observed. The returned representative sample was able to connect with three way stopcock properly. As the disconnection was not observed from on the returned representative sample, the customer experience cannot be determined. Therefore, the root cause could not be determined. Complaint trend would be monitored and complaint will be reopened if actual sample is returned.

Event description:
The 'low pressure three-way tube c/tenuta 7bar lipid resistant ref. Adr33" have an ineffective screwing system with easy disconnection. Since the complaint is attributable to both dms involved, a second complaint is made with the supplier of the above-mentioned tap. Dm available at aouc pharmacy for verification.